Event description:
It was reported that the deep brain stimulation (dbs) patient went to the emergency room due to a skin infection at the implantable pulse generator (ipg) site located in the chest. It could not be confirmed if the infection was isolated to the chest or if it traveled to the lead extensions infecting the leads as well. Therefore, the patient was placed on antibiotics and underwent a full system explant procedure. A culture was taken; however, the results were unable to be obtained. The patient was recovering well postoperatively. The explanted devices will not be returned as they were destroyed by the medical facility.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of the device <nhl>. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5003071, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5000999, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5000918, UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: (B)(6), batch: 34117943 UDI: (B)(4).